Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2015 the patient's blood glucose reading was over 500 mg/dl and was treated by medical personnel with unspecified treatment at the hospital. At the time of the call, the patient allegedly remained hospitalized for ketoacidosis. No information was provided regarding the patient's pump status or if there was any recent adjustment to the pump settings. No additional information was provided. Attempts by the customer support to follow-up on the mater were unsuccessful. The reported issue remained unresolved. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged pump malfunction of unspecified nature.